Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12058, 1627487-2019-12059. It was reported that the patient experienced pain at the ipg site. Additionally, patient stated painful, zapping and irregular stimulation at the ipg site with stimulation on. The impedances were within normal limits in pre-op. In turn, surgical intervention was undertaken on (B)(6) 2019. During the surgery when the physician opened the pocket site, the leads were found to be disconnected from the ipg. As such, the ipg was relocated in the same pocket and the leads were replaced. Reportedly, patient is no longer feeling the zapping sensation.